Event description:
It was reported that, during an arthroscopy surgery, the 'twinfix, titanium' screw could not be fixed, the nail body connected with the handle slot slipped out. The device was removed and a additional bone hole was made. Surgery was resumed with a back-up device, but it is unknown whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).